Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the sweep flow tank (reservoir) on its side and the connection at quick disconnect 4 (qd4) loose. The fse repositioned the sweep flow tank and tightened the qd connections to resolve this issue. Failure mode: loose connection at qd4. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an uncontained clenz leak of approximately a quarter cup leaked from the left side of the coulter lh 750 hematology analyzer onto the table. It is unknown if this error message was generated at the time of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.